Manufacturer narrative:
Continuation of d10: product ID 7482a40 lot# serial# (B)(6) implanted: (B)(6) 2008. Explanted: (B)(6) 2021. Product type extension product ID 748240 lot# serial# (B)(6). Implanted: (B)(6) 2002. Explanted: (B)(6) 2021. Product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the ins and extension were returned. They reiterating that the patient had shocking on the left side of face, hand. Shocking could not be replicated. The extension may have a short in plug. Normal programming settings 1- 2+ pw 160 r 120, 2.0 amp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is having issues with the their right side. The patient had return of tremor symptoms and shocking sensation that radiated from the face down to her right arm. This began after implantable neurostimulator (ins) replacement on (B)(6) 2021. These issues were not reported by the patient prior to the change out and impedances checked out as normal following replacement. The manufacturer representative (rep) met with the patient on (B)(6) 2021 to troubleshoot the system. Impedance test came back normal again and they could not replicate the symptoms. The rep indicated that the symptoms were the same sensations as getting a quick surge from when the system turns/comes back on after the ins has been off. The rep stated that since they could not see anything wrong and could not bring on the symptoms, they felt there was nothing wrong, but the patient called back indicating the issue is still occurring. It was reviewed to run impedances in different head positions that may put strain on the system. It was reviewed that given the return of tremor, location of shocking sensation and similarity to stimulation being turned back on, it sounded like there may be an issue within the extension and/or lead. Technical services reviewed that typically in these scenarios, the ins is not usually the problem. Unfortunately, the impedance testing is not catching these intermittent episodes to provide more data to the rep and hcp to clearly define which component is the issue. It was also reviewed possible issue with extension in header block or grommets didn't seal but those show with different symptoms than what the patient is reporting. The rep was going to try to program around this but will likely recommend replacing the ins since that is the only thing that changed. The issue was not resolved.

Manufacturer narrative:
Analysis of the ins (s/n (B)(6)) found no significant anomaly. Analysis of the extension (s/n (B)(6)) found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the ins and extension were replaced on (B)(6) 2021. They reported tremor and shocking in the face since ins replacement in (B)(6) 2021. They performed a revision surgery with impedances measuring normal and confirmed connections. The devices are expected to be returned.

Manufacturer narrative:
Continuation of d10: product ID 748240 lot# serial# (B)(6) implanted: (B)(6) 2002 explanted: (B)(6) 2021 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported therapy impedances were as follows: therapy impedance and programming: 1+ 2- 3.9 ma, 90 us,190 hz 758 ohms, 3.3v. Impedances monopolar (contact: ohms): 3: 812 2: 786 1: 786 0: 794 bipolar (contact pairs: ohms): 3-0: 1168 3-1: 1070 3-2: 830 2-0: 1053 2-1:827 1-0-840. The patient had been reprogrammed by the manufacturer¿s representative (rep) multiple but it didn¿t resolve the issue so the hcp moved back to original programming with therapy being perfect until the most recent replacement. It was noted the patient was losing weight, miserable, and in bad shape and had fallen 10 days ago because of their tremor. It was later observed higher impedances and patient went in for revision. Surgeon only "jiggled" wire and impedances normalized. The patient has 3 leads. Ins on right side chest going to right stn (most recent). Ins on left side chest (older) going to left vim. Patient has one lead going to left stn that is not connected to an ins. Left chest activa sc impedances are all within range: monopolar 696-766 ohms bipolar 836-1144 ohms. It was further reported that within 24 hours of being implanted the patient developing shocking sensations which resolved with a revision when they went in and tightened screws and ¿jiggled¿ the lead. Four days later the hcp was contacted to report that the way impedances were showing it indicated a possible issue with contacts 1 and 2 so it was suggested to first try monopolar programming to see if it provided any relief and if not then it may require surgical intervention to determine if the issue could be due to the ins ports or the extension was damaged.